Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 13 months ago. The aneurysm size at the time of implant was not reported. Vessel morphology at the time of implant was reported as the aortic neck was conical in shape and was 20 mm at the renal arteries and 27 mm in diameter 1 cm below the renal arteries. It was reported that the stent grafts were implanted without issue. The physician stated that the pt returned for a 6 month f/u and there was a slight proximal type I endoleak, and at the 12 month f/u the type I endoleak was still present. The most recent CT demonstrated that the endoleak was increasing and the physician spoke with the pt and they decided to explant the stent graft. No additional details have been provided.

Manufacturer narrative:
(B)(4). Eval, results: conversion to open repair, endoleak. Lack of info. Conclusions: lack of info.